Event description:
(B)(4). 2 days after being implanted I had to visit the ER due to excessive bleeding and my platelet count was down to 68000. Since then I was diagnosed with itp. Have had horrible discharge very heavy periods, extreme bloating and swelling, chronic fatigue and pain, stabbing pain that double me over inside itching and burning extreme weigh gain, stroke like symptoms , muscle spasms and end up having hysterectomy on (B)(6) and had large amounts of inflammation